Manufacturer narrative:
Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequelae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
This case occurred outside of the us, in (B)(6). According to the received information, the patient was injected with 0.5 ml of teosyal rha 2 in the lips on (B)(6) 2021. Immediately after the injection in the lower lip, the injector noticed a blanching of the right side of the lower lip (mucosa, corner of the mouth, lip line). The injector recognized the signs of an intravascular injection and immediately treated the area with 300 iu of hyaluronidase and gently massaged. He also injected intravenous corticoids ( hydrocortison) and anticoagulants (fraxiparine) and prescribed oral corticoids (prednison). The symptoms improved following treatment and the injector noticed a 70 % blood supply recovery. A big hematoma appeared at the treatment site. On (B)(6) 2021, a medical expert was contacted to provide treatment recommendations but advised not to prescribe any treatment since the vascular complication was resolved and the hematoma would disappear by itself.